Event description:
It was reported that the surgeon inserted an aa4203tf toric silicone plate lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.

Manufacturer narrative:
PMA# p880091.